Event description:
The customer reported that the insulin pump had a motor error alarm during priming. Blood glucose level at the time of the incident was 342 mg/dl, which the custoemr treated with the insulin pump. Customer also reported having a low blood glucose level in the near, but above 50 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked end cap. The insulin pump alarmed e52 alarm due to software error; unable to verify motor error due to e52 alarm and the motor was test outside of device and passed. The insulin pump powered up properly after battery installation. The insulin pump has minor scratches on the lcd window and missing the end cap sticker.